Manufacturer narrative:
The reported event of the ipg being inoperable following an unrelated surgery was confirmed. Visual inspection didn¿t reveal any anomalies that would contribute to the issue. Using universal engineering programmer (uep) inductive tool, the device was queried for real-time status and it was determined the device was running the service application software. This device image was reviewed, and it was noted the device had not been placed in surgery mode and issued an msp430 reset on the day of the reported surgical procedure. After the device was recovered, normal pairing between the ipg and cp was observed. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system. Use the clinician programmer app to communicate with the ipg and perform intraoperative testing to confirm that the system is operational, prior to closing the pocket incision. The ipg was tested to manufacturing specifications using the ate and passed all tests. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional information was received that surgical intervention occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgical procedure in which the system was not placed in surgery mode as recommended, the ipg became inoperable. As a result, surgery may occur to address the issue.